Event description:
The customer reported the system alarms when plugged into the ups power source. The system would not boot up in this situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.